Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent excision of visible tvt tape and cystoscopy on (B)(6) 2008 by dr. (B)(6) due to tension-free vaginal tape erosion at (B)(6).

Event description:
Details: it was reported that the patient underwent excision of visible tvt tape and cystoscopy on (B)(6) 2008 by dr. (B)(6) due to tension-free vaginal tape erosion at (B)(6).